Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. The DHR for lot 23944 was reviewed. No ncs, reworks, or defects were found. Additional information requested, and received: please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, at night, etc., )? Continued dysphagia. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was done and have they received the test results? Egd, dilation. Did they have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Patient had lpr not dysphagia. Dysphagia was caused by linx device. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes. (B)(6) was implant physician on (B)(6) 2019. Pre-implant the tests that were performed was manometry, barium swallow (no evidence of reflux or reflux esophagitis, minimal dysmotility), ph, egd. Grade a reflux esophagitis, mild schatzki ring, small hiatal hernia, esophageal polyp, erythematous muscosa intra aeneum, normal duodenum, demeester core 1:1, manometry resting leprosum normal relaxation. Normal bolos clearance poor 1/10. No pre-existing dysphagia or other conditions. No intra operative complications during implant. No mesh used at time of implant. Device removed due to mild dysphagia. Diagnostic testing completed while the device was implanted was egd and dilation.

Event description:
It was reported that a linx, lxmc16 lot# 23944, was removed on (B)(6) 2019 due to ongoing dysphagia.